Event description:
The customer reported in the following medwatch form manufacturer report number "mw5111876" that during a patient procedure, using a glidescope spectrum single-use lopro s4, the video goes out on insertion into the airway. The provider was experienced, and completed the intubation without the use of the scope. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
Verathon investigated the reported medwatch form manufacturer report number "mw5111876" but was unable to verify if the reported glidescope spectrum single-use lopro s4 will be made available to verathon for evaluation at this time. No further information was found or provided on the reported verathon device. If further information however does become available for the following device, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is currently not required at this time. Verathon will continue to monitor for any ongoing trends.